Manufacturer narrative:
Date of event is estimated. The allegation is against one of two leads; however, it is unknown which, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: kit implantable slim tip lead, 50cm model: mn10450-50a, UDI: (B)(4), serial: (B)(4), batch: 8583640.

Event description:
Related manufacturer reference number: 1627487-2023-00223. It was reported the patient was sent to the emergency room due to post surgical complications. There is no additional information at this time.

Manufacturer narrative:
A patient experiencing complications post-surgery was reported to abbott. Patient was kept overnight for observation. Complications have resolved. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.